Event description:
Event description cpi received information that this bipolar endocardial tined lead (0010) was removed from service because of inappropriate shocks. Another cpi lead (0012) was implanted.